Manufacturer narrative:
The reported event of a bent/twisted helix was not confirmed. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to retract and extend. The measured full helix extension length was within product specification. Visual and x-ray examination of the helix found no anomalies or distortion. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue. No other anomalies were found.

Event description:
It was reported that during implant procedure, patient's lead was not able to be extended and was dislodged. It was further noted that the lead helix was bent. The leas was not used and procedure was completed using an alternate lead on (B)(6) 2024. There were no patient consequences.